Event description:
Pulmonary embolism noted on CT on (B)(6) 2014. On (B)(6) 2014, ultrasound noted a gsv clot extension into cpv.

Manufacturer narrative:
A dvt was noted. It was non occlusive and small but the patient became symptomatic with chest pain and a bilateral pe was visible on CT. It was noted that there were no issues cited with the device performance.